Event description:
Customer reported via phone, the insulin pump had alarmed motor error when she changed the reservoir. Customer's current blood glucose was 300 mg/dl and she doesn't recall what it was at the time the alarm occurred. Troubleshooting was performed and customer doesn't believe the device was exposed to a magnetic field. Customer doesn't use the sensor feature and was able to rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced.

Manufacturer narrative:
No unexpected motor error alarms or low battery life anomalies noted. The insulin pump did have constant failed battery test alarms during operating current measurement due to severely corroded battery tube. Idle current test, run current, and off no power test were not performed due to the alarm. The device did pass the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, and motor tests. The device had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and shifted end cap sticker.